Event description:
During surgery, surgical tech noticed that tip of sheath for cautery had a portion of tip bent while already inside pt. This was visualized on the video screen. During the exchange with new sheath, it was noted that piece of old sheath was missing.